Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. (B)(6) device pairing test was performed and the transmitter failed as the transmitter was unable to be found or authentication failed. Global transmitter final functional test was performed and the transmitter failed as the transmitter failed the connection threshold and connection. The customer complaint of loss of connection was confirmed. The root cause was determined to be a defective transmitter.